Event description:
It was reported that the user experienced a high glucose reading of 311 mg/dl after receiving an out-of-insulin alert that stopped dosing, and the user subsequently performed a supply change with coaching while using the ilet with inset. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user monitoring at home without escalation of care. Investigation of this case revealed user delay in replacing the insulin cartridge leading to dosing interruption and resultant hyperglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and maintenance.

Manufacturer narrative:
Initial.